Manufacturer narrative:
The returned implantable cardioverter defibrillator (ICD) was analyzed, and a review of the device memory log confirmed that a low voltage alert, code 1003, was not recorded. The battery voltage was lower than expected. Using historical daily battery voltage measurement data, engineers determined that this device displayed a pattern of steady and rapid discharge. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was not included in the advisory population.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. This device went from one year remaining to less than three months in a span of three months. A request was made to have data from this device analyzed. Data analysis confirmed the device was depleting normally. There was a small mismatch between the battery voltage and the expected battery voltage. Blending corrects for this difference and shortens longevity by a little. Also, a recent capacitor reform caused a transient drop in battery voltage further reducing the projected longevity. Additional information was received indicating that this device was explanted due to normal battery depletion (nbd) and a new device was placed. No adverse patient effects reported.